Event description:
It was reported that there was a pocket seroma formation noted prior to refill. Fluid was aspirated from pocket post refill. During the refill a volume discrepancy was noted. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 17 ml and erv: 5 ml. The patient denied any breakthrough pain, rather stated she felt better. The patient had fallen several times since their prior clinic visit. The actions required as a result of the event included a planned catheter and rotor study on ¿(B)(6) 2015¿. The patient¿s status at the time of report was alive ¿ no injury. The patient had no symptoms associated with the event. The pump was used to infuse morphine, bupivacaine and baclofen.

Manufacturer narrative:
(B)(4). Anlaysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a catheter study was done on (B)(6) 2014 and they were unable to aspirate. The patient was doing fine and receiving effective therapy. When the revision started, the catheter was found disconnected from the pump. The catheter was spliced on but they couldn¿t engage the connector to the pump. The pump was replaced. It was noted the "stem seemed to be bent¿. When the pump was emptied, the entire 20ml was returned when only 7.7ml was indicated. A rotor study was not done. It was thought that the seroma was due to detached catheter, possibly cerebral spinal fluid (csf). It was also noted that the patient had hit that area in a fall. The patient had recovered without sequela.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found overinfusion, undetermined root cause. The pump was overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). A scrape was observed in the pump shield. As compared to another pump of the same size, the outlet port on the returned pump appears to be at a slightly different angle. Analysis of the catheter serial number (B)(4) found catheter/pump connector user damage beyond intended reliability. The catheter segment received was patent and did not leak during testing. The catheter connector was damaged with no obvious tooling marking, and would suggest/indicate the damage occurred during a fall. Analysis of the catheter found damage/bent in the titanium ring, housing and retaining ring finger and a slice through the boot material.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.